Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device generated a continuous alarm tone and ceased ventilation. Afterward, the message "contact service" was displayed. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was tested by dräger service, and the logbook was available for investigation. Based on the logbook entries, it can be seen that the device performed a single warm restart of the cockpit on the day of the incident due to a faulty hard drive. Ventilation was not affected and continued as set. The device was repaired by replacing the hard drive. The system's safety software analyzes and verifies the proper functioning of the device. If the safety software detects an abnormality with the infinity c500 cockpit, a warm restart of the cockpit is initiated to reset the microprocessing system to a specific state. Ventilation is not affected by a cockpit restart and continues as configured. Safety-relevant parameters such as fio2, minute volume, or airway pressure, as well as an indicator for ongoing ventilation, are displayed on the additional oled display on the ventilation unit. Monitoring functions and the cockpit user interface are unavailable during the restart. After the warm start has been successfully completed, the system sends the alarm message ¿cockpit restarted¿ with the corresponding acoustic alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device generated a continuous alarm tone and ceased ventilation. Afterward, the message "contact service" was displayed. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.